Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post op, on (B)(6) 2015, patient reported still experiencing chronic lumbar pain which was reported to be from pedicle screw instrumentation at left l2-l3 as a result of which patient underwent removal of left pedicle screws at l2-l3.